Event description:
Pt went into v-tach. Hands free pads applied to chest for monitor/defib. When changed the cables for hands free pads the cable did not fit connector and no adapter could be found. Cables had to be changed back to paddles. There was no adverse outcome attributed to this event. However, the pt did expire.